Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. (B)(4). Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse found lamp fault alarm. Pse replaced the unit's power overlay to resolve the reported issue. Unit was tested and returned to service.

Event description:
Customer contacted technical support (ts) stating that unit had alarm led failure. The customer reported there was no patient involvement. Event date not specified; estimate used.